Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the patient thought they stimulation was on because sometimes they felt it in their foot and leg if they moved in a certain direction. This stimulation sensation or tingling starts and stops on and off. It was asked but unknown when this issue started. No further complications were reported.

Event description:
Information was received from the patient¿s husband about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was not working and they were in a lot of pain. However, it was reported that when they would stand up they could feel like it was starting to tingle at a lower intensity in the right area, but then it would go away. The patient said that the more they moved the more tingling they experienced. It was reported that the patient had been in an out of the emergency room and was told that they may have a pinched nerve. It was also mentioned that they saw the call the doctor screen on their patient programmer. There were no trauma/falls reported that were related to the issue. It was reported that the patient had called their healthcare provider and was told that there was a new manufacturing representative and that they would call them to arrange a device check, however the patient had not yet received a call. No further complications were reported/anticipated.